Event description:
One patient had two events involving the same lot of f6 dialyzer. The first event occurred in the in patient setting on two months ago. The patient was being dialyzed. The rn noted visible blood in the dialysate line. The machine alarmed. The rn stopped the pump and clamped the lines. The blood was not returned to the patient. The patient did not require transfusion. The second event occurred last month in the outpatient setting. The dialyzer was not reused. This was a different dialyzer, same lot. The rn noted visible blood in the dialysate line. The machine alarmed. The rn stopped the pump and clamped the lines. The blood was not returned to the patient. The patient did not require transfusion. The patient did not incur harm. The second patient was being dialyzed using a f6 dialyzer from the same lot. The same events took place in the presence of a different rn and in the outpatient setting. The second patient was also unharmed.